Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-007492 / 07494).

Manufacturer narrative:
The returned broken screw was evaluated and was found to have been manufactured within specifications. Visual examination of the screw revealed significant galling of the area under the head. The galling on underside of head and fracturing appears to be related to the screw being over tightened.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The acetabular liner and modular head were removed and replaced with a constrained liner and head. During the revision procedure, a low profile screw fractured as it was being inserted into the acetabular cup. The fractured piece was retrieved and the procedure was completed without further complication.